Event description:
It was reported that the speaker on a pump is inoperable.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. It was confirmed that the audio function was not present. Further evaluation identified that the absence of audio was due to an unsecured connection in the input/output printed circuit board (I/o pcb).